Event description:
It was intended to use a resolute integrity coronary drug eluting stent. There was no damage noted to the device packaging. There were no issues noted when removing the device from the protective hoop. The device was inspected with no issues noted. No patient injury was reported.

Manufacturer narrative:
Product analysis: the device was received for analysis. The proximal stent was positioned on the balloon at the proximal marker band as per position specification however the distal stent wraps had stretched off the balloon and were not positioned at the distal markerband. Deformation was evident to the distal stent wraps with struts stretched and raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device if information is provided in the future, a supplemental report will be issued.